Event description:
It was reported that: "the balloon section bent & separated while loading into the guide catheter. Trap liner buckled & separation occurred after minimal force was applied to advance. Trap liner was removed & a second trap liner was inserted & used." Additional information: the issue occurred prior to use on the patient. The trapliner broke mid balloon. The trapliner was removed from guide cath --new one opened and used without issue. There was no effect to the patient.

Manufacturer narrative:
Qn# (B)(4). One-unit of trapliner was returned for evaluation. Blood particulates were noted on the unit. The unit was decontaminated and inspected. Separation of the shaft was noted at the balloon section. The top-level assembly traveler (rt102870, lot 723964) was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. Customer stated, "balloon section bent & separated while loading into the guide catheter. Trap liner buckled & separation occurred after minimal force was applied to advance." As per the additional information received, trapliner did not enter the vasculature of the patient. It broke in the guide catheter. No patient harm or injury noted. It is unclear how the trapliner got buckled. Per product evaluation, tension at the separated junction was noted. The IFU states the following precaution: - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the balloon section bent & separated while loading into the guide catheter. Trap liner buckled & separation occurred after minimal force was applied to advance. Trap liner was removed & a second trap liner was inserted & used." Additional information: the issue occurred prior to use on the patient. The trapliner broke mid balloon. The trapliner was removed from guide cath --new one opened and used without issue. There was no effect to the patient.